Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2022 for a follow-up after receiving multiple inappropriate shock. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shocks due to high amplitude noise artifact on the ventricular channel. Programming changes were not performed at this time. There were no adverse consequences to the patient.